Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis evaluation. The instrument was found to have a bent grip tip tang.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The procedure date, time and surgeon were not provided; therefore, no da vinci system logs are available for review. A review of an image provided by the customer shows a prograsp forceps instrument against a white background. Failure analysis engineering would be able to provide further insight into the nature of the failure mode and identify the specific component that has failed.

Event description:
It was reported that during a da vinci-assisted procedure, the hinge of the prograsp forceps instrument became detached. Initially, the prograsp forceps instrument failed to move to the desired angle, and efforts to remove it resulted in it becoming stuck in the cannula. After removing both the instrument and the cannula together, inspection revealed that the hinge had detached. Attempts to reconnect the hinge were unsuccessful. The prograsp forceps instrument was subsequently replaced with an alternative instrument, and the procedure was successfully completed. Additional information has been requested; however, no response has been received.